Event description:
Although the implanted clip did not contribute to the recurrent mitral regurgitation (mr), this event is being conservatively filed as the cause of the recurrent mr was unknown. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and two clips were implanted reducing the functional mitral regurgitation (mr) from 3-4 to 1-2. After the clips were implanted, the echocardiogram images showed a residual jet in the lateral area of the valve. Due to a very severe ejection fraction of less than 30%, the physician decided to implant another clip in another procedure at a later date. Since the (B)(6) procedure, the patient's mitral regurgitation grade increased from 1-2 to 2-3. On (B)(6) 2014, a second mitraclip procedure was performed and one clip was implanted. The previously implanted clips were found to be stable and attached to both leaflets. Per the physician, the previously implanted clips did not contribute to the increased mr grade, but he did not know what caused the increase. Post procedure, the mr grade was reduced back to 1-2 and the patient was clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (recurrent mr occurred on unknown date post (B)(6) 2013). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.